Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2010 and the onset of subsequent pain. Patient further reported that MRI impressions indicated possible osteolysis. Additional information obtained revealed that a revision procedure took place on (B)(6) 2011. The acetabular cup, modular head and taper adapter were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions... It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." The user facility was notified of the event on (B)(4) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2011-00934 / 00936). (B)(4).